Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported bd 10ml or 20ml syringes are not recognized with the 8120 alaris pca module. Per report preventative maintenance (pm) was performed and passed. Calibration was performed (twice) and passed; however, when the pump was turned on it alarmed indicating calibration was required again. Third calibration passed and pump did not alarm "calibration required" when turned on. The issue with the "10ml and 20ml syringes not recognized" still exists. The pump does recognize 50/60ml syringes. There was no patient involvement.

Event description:
It was reported bd 10 ml or 20 ml syringes are not recognized with the 8120 alaris pca module. Per report preventative maintenance (pm) was performed and passed. Calibration was performed (twice) and passed; however, when the pump was turned on it alarmed indicating calibration was required again. Third calibration passed and pump did not alarm "calibration required" when turned on. The issue with the "10 ml and 20 ml syringes not recognized" still exists. The pump does recognize 50/60 ml syringes. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported issue of the syringe not being recognized is due to the incompatibility of the pca module with the 10 ml syringe. The displayed message of calibration required was replicated during laboratory testing and confirmed through review of the logs. Testing results showed the pca module was detecting the 20 ml syringe. The device is unable to detect a 10 ml syringe per design. Alaris system maintenance results indicate that the pca module is performing as designed and passes all accuracy measurements. A review of the pca module error logs showed six (6) times the error code 351.6760 (syringe not calibrated) from (B)(6) 2025. No event log review was performed due to no patient involvement reported. The bd alaris¿ system with guardrails¿ suite mx v12.1.2 states the compatible syringes with the pca module, in which the 10 ml syringe is not shown. According to the technical troubleshooting guide from the bd alaris¿ technical service manual for syringe module and pca module v12.3.2, after performing calibration, it needs to be followed by a preventive maintenance. Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of the syringe not being recognized is due to the incompatibility of the pca module with the 10 ml syringe. The displayed message of calibration required was replicated during laboratory testing and confirmed through review of the logs. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: medical device type, PMA / 510(k)#. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported bd 10ml or 20ml syringes are not recognized with the 8120 alaris pca module. Per report preventative maintenance (pm) was performed and passed. Calibration was performed (twice) and passed; however, when the pump was turned on it alarmed indicating calibration was required again. Third calibration passed and pump did not alarm "calibration required" when turned on. The issue with the "10ml and 20ml syringes not recognized" still exists. The pump does recognize 50/60ml syringes. There was no patient involvement.